Event description:
Related manufacturer report number: 2916596-2022-11845; 2916596-2022-11847. It was reported the patient was found unresponsive following a loss of electricity at home. Power to the mobile power unit (mpu) was interrupted on (B)(6) 2022 at 0002:26. The patient's log file contained low power hazard, no external power, and power cable disconnect alarms while power to the mpu was interrupted. The emergency backup battery (ebb) began operating the system on (B)(6) 2022 at 00002:27. The ebb operated the system until (B)(6) 2022 at 0009:44 when the driveline was disconnected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power, low power hazard, and power cable disconnect alarms were confirmed via log file analysis. A review of submitted log file, extracted from the primary controller hsc-103463, contains data spanning approximately 7 days ((B)(6) 2022 ¿ (B)(6) 2022, (B)(6) 2022 per timestamp). On (B)(6) 2022 at 00:02:26, while connected to the mobile power unit, low power hazard and power cable disconnect alarms activated. These alarms transitioned into no external power alarms at 00:02:30 due to both black and white lead voltages diminishing from ~7.24 v to ~0.01 v. The backup battery supplied power to the system due to the sudden loss of ac power. The driveline was disconnected at 00:09:44 and the backup battery powered the system, with continued no external power alarms, until the controller was shutdown at 00:22:05. The controller was turned on from 00:37:12 to 00:45:04, with continued no external power alarms, and the backup battery supplied power to the system. There were no other notable alarms active in the log file. The mobile power unit (mpu), serial number unknown, was not returned for analysis. Provided information stated that there was a loss of electricity in the patient¿s home. There were no additional documents provided. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause for the reported no external power, low power hazard, and power cable disconnect alarms was conclusively determined to be due to the reported power outage in the patient¿s home. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low power hazard, no external power, and power cable disconnect alarms. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.